Event description:
The customer reported a ventilator touchscreen was not working. Patient involvement information is unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse). The customer could not duplicate the reported issue. Patient or user involvement information is unknown. No patient or user harm was reported. The customer reported that he turned the unit on, and the issue was resolved. No other anomalies were reported.